Manufacturer narrative:
H11: a device service history review has been performed and no other similar events has been reported since, nor a concerning trend has been identified. Based on the investigation findings and considering the results of a similar complaints database analysis, the root cause of the reported event has been attributed to corroded patient pump, likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, which did not allow the motors to freely rotate and required a power overload to work, which could have led to an overcurrent that ultimately caused damages to the distribution board and the other components. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635) h11: livanova deutschland manufactures the 3t heater cooler system. The event occurred in stuttgart, germany. Livanova field service engineer replaced patient pump 2 and, after performing all the functional tests with positive results, the unit has been returned to the customer in its expected functions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error pump 3 in patient circuit 2 is not working (e20). There is no report of patient injury